Event description:
It was reported that during the passage when we were going to retrieve the guidewire, it deflated and was not possible its retrieval.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewj0551 showed no other similar product complaint(s) from this lot number.